Event description:
It was reported that this left ventricular (lv) lead exhibited deflections on an electrogram (egm) indicative of loss of capture (loc). The lead remains in service. No adverse patient effects were reported. Additional information was obtained; the left ventricular (lv) lead is currently capturing normally.

Event description:
It was reported that this left ventricular (lv) lead exhibited deflections on an electrogram (egm) indicative of loss of capture (loc). The lead remains in service. No adverse patient effects were reported.